Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A 3.5mm lcp proximal humerus locking plate, implanted on an unk date, was noted as broken 4 months post operative. Revision date is unk.